Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Orange foreign matter is admixed into the syringe tube. Vcoyne on 28may2025: update/additional information from region: see attachments. I will report additional information regarding reference number (B)(4). There is a foreign object inside this syringe. It has never been used.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: b5 (provided english version, removed foreign language).

Event description:
Orange foreign matter is admixed into the syringe tube.

Event description:
Orange foreign matter is admixed into the syringe tube.